Event description:
On 5/13/1998 the account reported an erratic beta human chorionic gonadotropin result of 79 mlu/ml, which was run on the axsym analyzer, on a pt presented on the emergency room. The sample was retested and a result of 0.0 mlu/ml was given, which agreed with a result of 0.0 mlu/ml from a second sample drawn of the pt. No treatment was given.